Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose. She had woken up with a blood glucose of 500 mg/dl, and treating with the insulin pump was not bringing it down. The customer had symptoms of nausea, vomiting, abdominal pain, difficulty breathing, numb and tingling sensations, body pains, diarrhea, and a head ache. The customer was wearing the insulin pump at the time of the hospitalization. The customer declined troubleshooting as she had an appointment that day.